Event description:
The complainant reported that during the clinicians' therapeutic implant (event date unknown) of the device in a male pt (age unknown), the guidewire perforated the pt's inferior vena cava. The complainant reported that after the completion of the procedure, the pt expired (date unknown). Several ongoing attempts to obtain additional event and pt information are being made.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.